Event description:
Per the clinic, the patient experienced pain at implant site and subsequently was treated with injectable steroid (specific date not reported).

Manufacturer narrative:
This report is submitted on december 8, 2022.